Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) obtained additional information from clinical sales representative (csr). The endoscope in question was used in a ventral hernia-tapp complicated operation on friday (B)(6). After about 1-2 hours of use, it failed. One of the surgeons described the issue as 'the picture was mirrored and skewed along the way'. In the room, they tried to disconnect and reconnect the endoscope to no effect and then they tried to restart. Due to 4 unsterile endoscopes that day (unsterile from the regional sterilization centre), resulted in customer having to convert to open surgery. Of course, this has nothing to do with intuitive, but a result of the 4 unsterile endoscopes. The csr stated the patient was a 55yr old male but was unable to find additional patient information. The event date was confirmed to be (B)(6). The scope was installed in the 'up' orientation and the surgeon confirmed desired orientation when endoscope was installed. An indication of the image orientation was provided to the user via user interface. The endoscope and endoscope¿s adapter/base still engaged/in-synch/attached and there was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The reporter does not remember if the endoscope was manually rotated 180 degrees prior to the event, but during port placement and navigation the scope was rotated when needed. During surgery the rotation was performed in the surgeon console. The surgeon always used the hand masters to control and navigate the endoscope and pressed the up and down bottom when needed. The issue did not resolve, site had to use another scope. The procedure was converted to open surgery due to non sterile scopes ¿ as the sterile department did not have any scopes ready for use and the ones there where was no sterile. The endoscope moved without any uncontrolled motion, only that the endoscope did not turn the pictures in up and down view. There was no reversed control on system arms. There was no harm/injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting an inverted image issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have attached endoscope adapter (aea) damaged with a friction/binding issue. Up and down function was not working correctly. The image flipped due to the malfunction of the adapter. There was a mechanical damage to the distal tip. Nose housing markings were damaged, and delamination was observed. The complaint regarding mirrored image was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope image was mirrored. Poor camera control could result in unintuitive motion causing image orientation issue and subsequent tissue damage. Failure analysis investigation confirmed the malfunctioning of up and down function of attached endoscope adapter. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the 30-degree endoscope image was mirrored and distorted during the operation. Attempts were made to disconnect/connect and restart the system without effect. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.